Event description:
Same case as MFR #: 2134265-2012-02642. Reportable based on analysis completed (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon leak occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the calcified and moderately tortuous left axillary artery. This 1.5mmx20mmx143cm coyote es mr balloon catheter was selected for pre-dilation. The inflation gauge did not rise during the 1st inflation. It was noted that the physician observed contrast medium leaking from the balloon. A 1.5mmx20mmx142cm coyote es otw balloon was advanced and inflated. The inflation gauge did not rise above 3atms on the 1st inflation with a leak found in this balloon as well. The procedure was completed with a 3rd coyote balloon. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Magnified inspection revealed that there was no damage to the catheter. Positive pressure was applied with an inflation device filled with water, and a stream of water emitted from a pinhole in the balloon wall adjacent to the distal edge of the markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).